Event description:
(B)(6), senior operating assistant orthopedics, contacted (B)(4) and reported a mismatch of the unitrax sleeve on an omnifit cemented stem 6033-xxxx. He claimed that after relocation of the unitrax head in the acetabulum, the surgeon checked the stability and range of motion of the hip and the unitrax head with sleeve inside came loose from the cemented omnifit stem. He reported further that re-attachment of the unitrax on the stem didn't improve the fixation of the unitrax on the stem so that the surgeon decided to use another unitrax head and sleeve, which was successful. He stated that the unitrax sleeve c-taper size is not correct and caused therefore a mismatch with the omnifit cemented stem 6033-xxxx.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.